Event description:
A hospital in the (B)(6) reported that a hole was discovered in the cannula tubing of an opt844 optiflow nasal cannula. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The opt844 interface is used to deliver humidified oxygen to patients. The opt844 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The complaint opt844 optiflow nasal cannula was not returned to fisher & paykel healthcare in (B)(4) for investigation. Therefore our analysis is based on the event description, additional information provided by the hospital, and our knowledge of the product. Based on the limited information we received, the reported hole observed in the cannula tubing likely occurred due to the patient being restless. The hospital reported to us that the "patient was agitated at times and had flung the interface off." A lot check was not performed as no lot number was provided. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed. The user instructions which accompany the opt844 device contain the following warning: - " do not crush or stretch tube." No patient consequence was reported as a result of this incident. It was reported that the "patient did not suffer any adverse effects".